Event description:
On (B)(6) 2012, it was reported that the pt was in the hospital with elevated blood glucose levels on (B)(6) 2012. The hospital corrected the blood glucose levels via perfusor. The hospital thinks the infusion device delivers an inaccurate amount of insulin. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for eval.

Manufacturer narrative:
The incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.

Manufacturer narrative:
The complaint cannot be verified, the product meets the specification regarding the customer's allegation. The delivery accuracy of the insulin pump was tested within the pump drive test on the diagnostic test system and meets the specifications. The technical investigation gave no evidence that the device did cause or contribute to the condition reported by the patient. The pump passed all functional, alert- and error tests and no malfunction could be observed during the iu investigation. The problem mentioned by the customer could not be reproduced.